Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set on (B)(6) 2026.the patient experienecd infusion flow block. No further information available.